Event description:
The international customer reported that during vent operation there's burning smell from the unit. The device was not in use on a pt therefore there was no pt involvement or harm. Upon eval of the ventilator, the MFR service technician reported that a liquid was found inside the unit that appeared to be due to a capacitor leak on the motor controller board. The power supply, main board and cpu board and motor controller board were affected by the finding. The service tech replaced the motor controller board, cpu, power supply and main board. A failure of the device motor controller pcb board may result in non-operation of the blower which may affect ventilation in normal ventilation mode use.